Event description:
While opening bottle of discs, bottle broke, causing cut on lefthand thumb. This is the second incident using this product. It appears the tops are too large for the bottle, causing the bottle to break upon opening.